Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary returned sample evaluation: photos associated with this case were received for evaluation. Batch record review: the lot 3c05861 was manufactured on 03/27/2023 bodolay manufacturing line, with a total of (B)(4). Ea. Complaint investigator performed a batch record review on 09/27/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1738482 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: as a result of the investigation, in which the multidisciplinary team performed a 5why exercise to identify the root causes related with this defect, it was identified the following: -an evaluation was carried out during the sealing and packaging process in bodolay line and it was observed when the dressing are out of the center of packaging material, get in contact with sealing area, the plates get dirty, hindering the heat transference of the current pieces sealing and the following cycles causing incomplete sealing. -current vision system scope it can identify the following defects, loss dressing, trapped in the seal, empty blister, double dressing, cut dressing, red tape. The opportunity is related to upgrade the current vision system to ensure the capture of channel and open seal during manufacturing production. Actions were taken through corrective action/preventive action (CAPA) record in database. The investigation associated with related corrective action/preventive action CAPA have been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 14 of 14 e1: complainant country: korea name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported that part of the dressing was sealed with pouch package. The defective quantity was total fourteen. The product was not used. The photographs depicting the issue were received from the complainant.